Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call of issues with customer's high blood glucose levels. The mother states the customer was not always compliant and running high. The customer's blood glucose level was reported to be 600mg/dl. The caller declined to troubleshoot at this time.